Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked next to the tube at the top of the pump. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. A functional leak test was performed and evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember next to the fill port. The tubing and stressmember dimensions were found to be within specifications. However, the tubing insertion depth was found to be inadequate (not deep enough). The reported condition was verified. The cause of the condition was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.